Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. Cause was not known. Customer consumed carbohydrates and called the paramedics to address bg. The paramedics removed the pump and gave the customer a glucagon pill. A replacement pump was sent to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause was not known. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.